Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had everything taken out except ovaries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine disorder ("sick uterus"), mood altered ("I am very tomboy and shoing feelings is not my thing but being 7 weeks post op I cry at commercials or movie") and depression ("I had taken anti depressants for about a year"). The patient was treated with surgery (essure removal suregry except ovaries). Essure was removed. At the time of the report, the medical device removal, uterine disorder, mood altered and depression outcome was unknown. The reporter considered depression, medical device removal, mood altered and uterine disorder to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: uterine disorder and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media source received: reporter information addedevent added: mood altered, depression. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had everything taken out except ovaries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine disorder ("sick uterus"), mood altered ("I am very tomboy and showing feelings is not my thing but being 7 weeks post op I cry at commercials or movie"), depression ("I had taken anti depressants for about a year"), headache ("headache") and migraine ("migraine"). The patient was treated with surgery (hysterectomy ,essure removal surgery except ovaries). Essure was removed. At the time of the report, the medical device removal, uterine disorder, mood altered, depression, headache and migraine outcome was unknown. The reporter considered depression, headache, medical device removal, migraine, mood altered and uterine disorder to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: depression, headache, medical device removal, migraine, mood altered and uterine disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. Event headache and migraine was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had everything taken out except ovaries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine disorder ("sick uterus"). The patient was treated with surgery (essure removal surgery except ovaries). Essure was removed. At the time of the report, the medical device removal and uterine disorder outcome was unknown. The reporter considered medical device removal and uterine disorder to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: uterine disorder and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.